Event description:
Boston scientific received information that some of an out of range (oor) impedance measurement was saw in this implantable cardioverter defibrillator (ICD) and to the competitor's lead during checking of atrial lead message upon interrogation. They saw some abrupt jumped from baseline that was around 500 ohms but then they saw a 1 day jumped to more than 2000 ohms twice last october. Additional information was received that the cause of this observation has not been determined and they planned to continue to monitor the competitor¿s lead. At this time, the ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.